Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. After delivering a bolus of 13 units, the insulin gauge decreased to 105 units. Although requested, the customer declined to reload the existing cartridge. Subsequently, an occlusion alarm occurred. A pump supply change was performed to resolve the alarm. The customer's blood glucose level was 200 mg/dl.